Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer's wife stated their doctor advised them hardened scar tissues may be the cause of the customer's no delivery alarms. The customer's blood glucose was 322 mg/dl. Troubleshooting found the customer tried all remedies for their no delivery alarms. The customer was advised their insulin pump needed to be replaced. No additional information provided.